Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the malfunction manifested so that occluder maximally closed itself while the device was working. The occluder head closed automatically without any interaction from the perfusionist (ccp) on the central control monitor (ccm). Was not changed out, as the venous line was removed from the occluder head the venous return was controlled manually. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review: the logs were reviewed and there is no indication of a functional issue with the occluder system. It appears the occluder was first calibrated at 7:23:28 on (B)(6) 2014 and the linear position at the time (1665 for fully closed) is a reasonable level and infers that tubing was placed in the occluder at the time of calibration. The IFU details the calibration process and the instructions include the need for placement of the tubing in the occluder head before the cal button is touched. After calibration, the occluder was fully opened and the linear position at 100% open was 2417. Again, this is representative of a working and correctly calibrated occluder. Between 7:23:28 and 14:31:10, the occluder is opened, closed, and partially closed a number of times and the linear position information in the logs in reasonable and infers a well functioned occluder. The perfusion screen is exited at 14:31:10 and a perfusion screen is opened 30 minutes later (at 15:01:10). Since a new perfusion screen is opened, the occluder would require a new calibration. The occluder was calibrated again at 15:12:39 and the linear position at 15% flow was 1126. Keep in mind, when the occluder was calibrated the first time (7:23:28) the linear position at full closed was 1665. These newer linear positions at 15:12:39 indicate the occluder was calibrated without tubing. Later (19:00:33), the linear position of the occluder at full closed is 669. Again, this is representative of an occluder calibrated without tubing in the head. Later (at 19:05:21), the occluder stalls to close with the slider being adjusted. This premature closing is a function of calibration without tubing. Again, nothing in the logs indicate a functional failure but there is likely use error in calibration. The case was completed successfully, without delay and without associated blood loss. There was no harm observed or reported.

Manufacturer narrative:
Per complaint subsidiary site: the patient was in a potentially dangerous situation, but luckily everything turned out well. As we received an urgent demand for the device examination, as the authorized service we inquired extra explanation from the hospital staff who worked with the device. They don't want to give any further explanation besides the one mentioned (that the occluder shut down by itself). A third party service inspected the device and recommended the device be returned to the manufacturer for further testing. Software data logs were received by the manufacturer on 05/21/2014 for further evaluation. This complaint is related to MDR #1828100-2014-00475 ( same issue , different system and date).